Manufacturer narrative:
Investigation summary: bd had received 3 photos for evaluation which showed customer indicated failure mode: underfill 5 retention samples were functionally tested for draw volume and all tubes tested within specification requirements. Factors that may contribute to ER- rbc, wbc, plt results were evaluated through a clinical study to verify the design of the device met it¿s intended use. No difficulties were encountered during blood collection, and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (ER- rbc, wbc, plt) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unconfirmed for customer indicated failure mode: ER- rbc, wbc, plt. This complaint has been confirmed for the customer indicated failure mode: underfill via photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 10 tubes underfilled producing alteration in blood counts. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 10 tubes underfilled producing alteration in blood counts. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.